Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin.